Event description:
Home pt (hp) reports disconnecting from the homechoice device during dwell one out of four placing a cap at the end of the transfer set, however not the end of the pt line of the homechoice set. Hp returned to device approximately an hour later. Hp was advised by baxter technician to reset up with new supplies, however refused. No pt injury or medical intervention as a result of incident per unit rn.